Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at a device changeout procedure, it was noted that this left ventricular (lv) lead exhibited noise and high out of range pace impedance measurements. The lead was tested using a pacing system analyzer (psa) and continued to exhibit high out of range measurements. Fluoroscopy did not find any movement of the lead. The physician elected to leave the lv lead in service and reprogram to another vector that did not exhibit high out of range pace impedance measurements. No adverse patient effects were reported.